Event description:
A caller reported that the insulin gauge on their device displayed an amount different than expected and had been experiencing this issue intermittently since the beginning of the year. The fill estimate on the pump was reported to be static at 90, despite ongoing use. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on the potential causes of the issue, explaining that the static display would eventually update once the remaining insulin matched the displayed amount. The customer was advised to use insulin at room temperature rather than cold. The customer understood the explanation, acknowledged the advice, and expressed satisfaction with the support received.